Manufacturer narrative:
(B)(4). At this time, the suspect component is not available for return. Due to the part not being available to be returned, no further evaluation can be completed at this time.

Event description:
The customer reported while using the vela ventilator; the unit displays a ventilator inoperable and motor fault alarm. The customer performed troubleshooting, but the issue was not resolved. The reported the exhalation differential pressure transducer failed calibration testing. The customer determined the most likely cause of the reported event is the main printed circuit board assembly. The issue occurred during patient use; the customer reported a stand-by ventilator was provided. The customer reported there is no patient consequence is associated with the event.